Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 19.9 mmol/l. The user alleged the insulin pump was under delivering insulin due to fluctuations in blood glucose even after set change and their health care professional changing insulin pump programming. No harm requiring medical intervention was reported. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty on breathing. The customer was assisted with troubleshooting. The customer was treated with manual pen and insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The reservoir will not be returned for analysis.